Event description:
The manufacturer received information alleging a patient expired while using a bipap vision. The device reportedly did not alarm. The device was evaluated by the manufacturer's field service technician. The device was found to have the apnea alarm disabled. The apnea alarm was enabled and tested and was found to alarm to design specifications. The device passed all testing. The device was placed back into patient use by the reporting facility.